Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) the patient was hospitalized due to hf decompensation and fluid retention. The patient was recompensated. Right heart catheterization was performed on (B)(6) 2018 to check the validity of cardiomems sensor. Cardiomems measurements and invasive measurements turned out to be same. Reportedly, patient is taking regular approved readings. The patient is a clinical study patient.